Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unable to perform displacement, basic occlusion, occlusion, prime and no delivery test due to unresponsive button. Pump received with scratched display window, cracked display window corner, cracked battery tube threads, missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.